Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced left sided rupture, left sided baker grade iii capsular contracture, and right sided contour deformity post procedure. The left sided issues were accompanied by pain and swelling. A physician¿s examination diagnosed the capsular contracture. The rupture and contour deformity were demonstrated through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-09702 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 27, 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 6844034, and no non-conformances related to the reported complaint were identified. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 15, 2020. When the devices were explanted they were found to be intact. The capsular contracture on the left was baker grade IV. Baker grade iii capsular contracture was present on the right rather than the issues reported previously. H6 (patient codes) has been updated. When the devices were explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed. The following statements have been added to the device evaluation summary previously submmited: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).